Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2025. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the needle tip fall into the patient? No if yes, was the needle tip retrieved during the same procedure? Yes what measures were taken to retrieve the needle tip? Picked it up. Broke while repositioning the needle outside patient. Was there any additional tissue damage as a result of searching for the needle tip? No lot number? Don¿t know provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer the attached email) photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows one that is severely bent and broken. The needle was noted with marks that appears to be by surgical instrument. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2025 and suture was used. During a hysterectomy procedure that the tip of the needle broke during skin closure. Needle fragment was recovered. Unknown if x-ray was needed. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. No device returning. Additional information was requested.